Event description:
The patient's daughter reported to the manufacturer on 11/28/2006 that the patient fell and was having issues with balance and a return of pd symptoms. The ipg also reportedly was not responding. The device was implanted in 2003. The hcp reports the left-side ipg was not working, affecting the patient's right-leg. The physician indicated that both ipg's were replaced and the patient has recovered without sequela. The exact date of product retrieval was not provided. No allegation has been received that the product caused or contributed to the fall. The device was explanted after greater than three years service life, but was not returned to the MFR for analysis.